Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. There was motor rate error (mre) in the event history log (ehl). A flow test was performed. The mre was reproduced during functional testing. The issue was occurring because the involved components were worn. The parts were over ten years old. Beyond the expected wear, no other fault was found with the pump. The entire motor assembly was replaced to address the reported product problem.

Event description:
It was reported that the medfusion pump produced a motor rate error. No patient injury or complications were reported in relation to this event.